Event description:
It was reported during a laparoscopic oophorectomy an atw35 was fired properly on the first firing. The surgeon was unable to fire after the reload was placed. A 2nd device was opened and fired properly the first firing and after reloaded would not fire. The rep states it appeared as if the surgeon may have inadvertently engaged the lock out mechanism. The case was completed with the 2 firings. There was no consequence to the pt.